Event description:
It was reported that balloon rupture and tip detachment occurred. The greater than 50% stenosed target lesion was an area of in-stent restenosis located in the cephalic vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced to dilate a previously placed stent. However, during inflation, the balloon ruptured and the tip of the balloon broke off inside the patient. It was suspected that the balloon tip was caught on the end of a stent strut. The physician was able to remove the balloon catheter and sheath but couldn't get the non-bsc guidewire and the balloon tip. The physician sutured a perchik button over the access site and the wire was secured to the patient's arm. The patient underwent surgery to remove the wire and the balloon tip successfully. No patient complications were reported.

Event description:
It was reported that balloon rupture and tip detachment occurred. The greater than 50% stenosed target lesion was an area of in-stent restenosis located in the cephalic vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced to dilate a previously placed stent. However, during inflation, the balloon ruptured and the tip of the balloon broke off inside the patient. It was suspected that the balloon tip was caught on the end of a stent strut. The physician was able to remove the balloon catheter and sheath but couldn't get the non-bsc guidewire and the balloon tip. The physician sutured a perchik button over the access site and the wire was secured to the patient's arm. The patient underwent surgery to remove the wire and the balloon tip successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 10.0 x 80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 55mm distal of the proximal balloon sleeve. The remaining distal section of balloon material was not returned for analysis. No other issues were noted with the balloon material. A visual and tactile examination found the shaft of the device to have completely detached at the proximal balloon sleeve. The distal section of the shaft, including both markerbands, the tip of the device and distal section of balloon material were not returned for analysis. This type of damage is consistent with resistance being encountered excessive tensile force being applied to the device when withdrawing it. The tip of the device together with a section of shaft, a section of balloon material, and both markerbands were not returned for analysis. A visual examination found that both markerbands were detached from the device. The detached markerbands together with the distal section of shaft, a section of balloon material and tip of the device were not returned for analysis.